Event description:
Pt was having a cardiac catheterization, as the gide wire was pulled back from the stent placed in circumflex av vessel, the guide wire unbraided and came apart. The wire extended from circumflex vessel proximal through main and into aorta. Multiple efforts were made to snare the wires. Wire was able to be snared. The wire snapped again. It seemed to be confined to the circumflex and left main artery (coroanry). Fragment of wire remains in left circumflex coronary artery.